Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge intermittently displayed an inaccurate fill estimate. Additionally, the battery gauge was intermittently observed to be fluctuating. The customer provided a blood glucose (bg) of 198 mg/dl. Reportedly, the customer reloaded the same cartridge and received an accurate fill estimate. The customer continued to use the pump for insulin therapy.